Event description:
It was reported that stent damage and stent dislodgement inside the patient occurred. Vascular access was obtained via the radial artery. The 95% stenosed, eccentric and de novo with 16 mm long and 3.5 mm vessel diameter target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The physician predilated the target lesion many times using a 2.0x 15mm non bsc balloon catheter. A 3.50x16mm promus element drug-eluting stent delivery system (sds) was advanced to the target lesion but the stent became dislodged. The physician was able to remove the sds with the stent on it and once outside the patient the stent was found damaged. The procedure was completed with a 3.5 x 20mm promus element stent. No patient complications were reported and the patient status is stable post procedure.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The stent had detached from the balloon and was not returned. A visual and microscopic examination found that the balloon was tightly wrapped and did not appear to have been subjected to positive pressure. The balloon had stent impressions, indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage and stent dislodgement inside the patient occurred. Vascular access was obtained via the radial artery. The 95% stenosed, eccentric and de novo with 16 mm long and 3.5 mm vessel diameter target lesion was located in the severely calcified and moderately tortuous left anterior descending artery. The physician predilated the target lesion many times using a 2.0x 15mm non bsc balloon catheter. A 3.50x16mm promus element ¿ drug-eluting stent delivery system (sds) was advanced to the target lesion but the stent became dislodged. The physician was able to remove the sds with the stent on it and once outside the patient the stent was found damaged. The procedure was completed with a 3.5 x 20mm promus element ¿ stent. No patient complications were reported and the patient status is stable post procedure.